Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced mobility decreased ("she could not get out from bed"), gait inability ("she could not walking") and coordination abnormal ("her body does not answer her"). In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (consumer underwent an excision of her fallopian tubes to remove the product.). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, mobility decreased, gait inability and coordination abnormal outcome was unknown. The reporter considered coordination abnormal, gait inability, medical device removal and mobility decreased to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt: medical device removal: 1.137 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced bedridden ("she could not get out from bed"), gait inability ("she could not walking") and coordination abnormal ("her body does not answer her"). In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) by an excision of her fallopian. At the time of the report, the medical device removal, bedridden, gait inability and coordination abnormal outcome was unknown. The reporter considered bedridden, coordination abnormal, gait inability and medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on "04-dez-2018" for the following meddra pt: medical device removal: 1.131 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.